Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform a system check, but no issues were identified. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed pump supplies and resumed insulin therapy.